Event description:
It was reported by the MFR's rep, that the pt underwent a transurethral needle ablation of the prostate procedure with no problems or complications reported at that time. The pt was sent home following the procedure. The following day, the pt developed excessive bleeding and was admitted to the hosp and subsequently developed a stroke. No further info has been made available from the health care provider despite numerous attempts.